Event description:
The dental implant fx7012swc was removed on (B)(6) 2018 due to failure to osseointegrate 6 months. The doctor noted local infection and a reported numbness/abnormal sensation during surgery. The patient has no significant medical history. The patient has recovered without complications.